Manufacturer narrative:
Summary of the investigation: there was no coil or cable in the vicinity of the burn. Only the quadrature body coil (qbc) was used and no additional optional rf coil. Some scans with high sar levels were performed on pt. No isolation was used to separate the two skin surfaces of the calves. The conclusion is that the burns were caused by skin to skin contact. Skin to skin burns is a known cause for rf burns during a MRI scan. The best way to prevent skin to skin rf burns is to create enough isolation between the two skin surfaces either by distance or by an isolating material between the skins. The instructions for use already contain extensive warnings.

Event description:
This report is being filed upon notification from our mr manufacturer in (B)(4) to submit this event that happened in (B)(4). Problem: the pt had a MRI examination. The pt was scanned on an achieva 1.5t system positioned with the feet first into the magnet with no additional rf coil attached. Immediately after the examination two second degree burns with a 2 cm blister appeared on the inside of the calves.